Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot#: unknown, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal baclofen at an unknown dose and concentration via an implantable pump. It was reported that the patient the patient experienced withdrawal symptoms ¿sometimes (but not always)¿. The patient had varying effect where it was sometimes good, and sometimes the patient experienced withdrawal (itching, more spasticity). The patient did not trust the system anymore. It was unknown when this issue occurred. The logs were read, and there were no problems with the pump. A catheter revision occurred in which the entire catheter was replaced. The physician did not notice any anomalies with the catheter during the catheter replacement, and the physician cut the catheter by themselves when they removed it. The catheter would be returned to the device manufacturer. The issue was resolved. The patient's status was alive - no injury. There were no external factors that may have led or contributed to the issue. The patient was, and had always been, a very active person who did a lot of activities in his wheelchair. It was noted that the pump was implanted in (B)(6) 2020 (no further specific date provided). Information regarding the patient¿s age, weight, medical history, and other medications was unavailable.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified a kink in the catheter body. Visual inspection identified damage to the transition tubing. H6: fdm/annex b updated to b01. Fdr/annex c updated to c13. Fdc/annex d updated to d11. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.